Event description:
It was reported that the patient received inappropriate shocks, due to oversensing of noise. Rv (right ventricular) lead impedance also increased from 450 to 1072 ohms. The lead was explanted. A medwatch form 3500a was subsequently received reporting fracture of the lead wire and six inappropriate shocks. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies found; proximal segment returned for analysis. We also received performance data collected from the device and have analyzed that data. Oversensing was observed in the data with the sensing integrity counter over 5000 episodes. A high value can suggest a possible intermittency in the system.